Event description:
Reporter stated the infusion device indicated to administer a bolus of 10 units of insulin. After two hours, the infusion device indicated to administer "another" bolus of insulin. Details of blood glucose results were not provided. Details of the "another" bolus volume was not provided. The reported stated that he then "went to hypoglycemia" and reported a blood glucose result of 40 mg/dl, alleging the meter recommended a bolus when there was still active insulin. Details of the timeframe of the second bolus administration and the hypoglycemia episode were not provided. No details of action taken at the time of the hypoglycemia episode were provided. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).